Event description:
Spontaneous inbound call from patient to report that on (B)(6) 2023 she received a high pressure alarm during her cassette change. This occurred on both pumps, so she assumed it was a cassette issue. After wasting 3 mixes, she then realized it was actually the extension set causing the alarm. Patient did not keep the extension set/did not have the lot number. Patient was able to continue infusion with no issues; however, she now only has enough for 2 miles and is due to mill again tomorrow. Unknown if md is aware. No other information provided at this time. Photographs were not provided, this is a continuous infusion, set flow rate and volume delivered are unknown, the position of the pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? No; did the product issue cause or contribute to pt or clinical injury? No; is the product available to be returned for investigation? No; what is the outcome of the event? Resolved. Reported to (B)(6) by pt/caregiver.